Event description:
In 2009, the lay user/pt contacted lifescan alleging the one touch ultra 2 meter was reading inaccurately. The medical surveillance specialist was not able to contact the pt to obtain/clarify info. The pt said that sometime three weeks before calling lifescan, he obtained readings of 198, 214 and 193 mg/dl. Based on statistical criteria, these results fall within the expected value of <=20%. The pt took his usual dose of insulin based on sliding scale due to the issue. The sliding scale regime is unk. The pt mentioned experiencing sweating and trembling, about 40 minutes after, he thought the readings were inaccurate. It was determined during the troubleshooting telephone call, the pt's testing technique was correct and the puncture area was cleaned correctly. The results were verified in the meter memory. The meter was set to the correct unit of measure at the time of testing. This complaint is being reported because the pt alleged the readings were inaccurate, took his insulin based on a sliding scale based on meter readings, and suffered symptoms that may indicate hypoglycemia, after the reported issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.